Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: endometrium uterine cavity,migration') in a 38-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included panic disorder, multi gravida and parity 4. Previously administered products included for an unreported indication: desogen. Concurrent conditions included bipolar disorder, rosacea, herpes simplex, dysplasia, vaginal discharge, nabothian cyst and fibrosis. Concomitant products included alprazolam (xanax), bupropion, bupropion hydrochloride (wellbutrin), hydrocodone bitartrate;paracetamol (norco), ibuprofen, ibuprofen (motrin), paracetamol (acetaminophen) since october 2006, salbutamol sulfate (proair hfa), valaciclovir hydrochloride (valtrex) and vitamins nos (multivitamin). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain ("physical pain, pain, pelvic pain"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish/psych injury"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 8 years 1 month after insertion of essure (ess205). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal. Bleed"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/ abnormal menstrual bleeding"), abdominal pain ("abdominal pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy - right partial salpingectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the device expulsion, depression, anxiety, migraine, fatigue and dyspareunia outcome was unknown, the genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain had resolved and the dysmenorrhoea was resolving. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: essure confirmation test patient did not undergo essure confirmation test. Plaintiff received treatment for pain, bleeding and migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following one/ones were described in patients medical record:device vaginal hemorrhage, menorrhagia, depression, metal anguish, migraines. Pelvic pain, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-mar-2020: pfs received. Event outcome :dysmenorrhea (cramping) were updated to recovering .event:dyspareunia (painful sexual intercourse) were added. Event: genital hemorrhage was updated as non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: endometrium uterine cavity,migration') and genital haemorrhage ('gen. Abnormal. Bleed') in a 38-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included panic disorder, multi gravida and parity 4. Previously administered products included for an unreported indication: desogen. Concurrent conditions included bipolar disorder, rosacea, herpes simplex, dysplasia, vaginal discharge, nabothian cyst and fibrosis. Concomitant products included alprazolam (xanax), bupropion hydrochloride (wellbutrin), hydrocodone bitartrate;paracetamol (norco), ibuprofen, ibuprofen (motrin), paracetamol (acetaminophen) since october 2006, salbutamol sulfate (proair hfa), valaciclovir hydrochloride (valtrex) and vitamins nos (multivitamin). On (B)(6) 2006, the patient had essure (ess205) inserted. In november 2006, the patient experienced pelvic pain ("physical pain, pain, pelvic pain"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish/psych injury"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 8 years 1 month after insertion of essure (ess205). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy - right partial salpingectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the device expulsion, pelvic pain, depression, anxiety, migraine, dysmenorrhoea and fatigue outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: essure confirmation test patient did not undergo essure confirmation test. Plaintiff received treatment for pain, bleeding and migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following one/ones were described in patients medical record:device vaginal hemorrhage, menorrhagia, depression, metal anguish, migraines. Pelvic pain, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet document received, essure start date, event abdominal pain, gen.gen. Abnormal. Bleed and event outcome were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: endometrium uterine cavity,') in a (B)(6) year old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included panic disorder, multi gravida and parity 4. Previously administered products included for an unreported indication: desogen. Concurrent conditions included bipolar disorder, rosacea, herpes simplex, dysplasia, vaginal discharge, nabothian cyst and fibrosis. Concomitant products included alprazolam (xanax), bupropion hydrochloride (wellbutrin), hydrocodone bitartrate;paracetamol (norco), ibuprofen, ibuprofen (motrin), paracetamol (acetaminophen) since (B)(6) 2006, salbutamol sulfate (proair hfa), valaciclovir hydrochloride (valtrex) and vitamins nos (multivitamin). In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain ("physical pain, pain, pelvic pain"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy - right partial salpingectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the device expulsion, pelvic pain, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, dysmenorrhoea and fatigue outcome was unknown. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, fatigue, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: essure confirmation test patient did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following one/ones were described in patients medical record:device vaginal hemorrhage, menorrhagia, depression, metal anguish, migraines. Pelvic pain, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jul-2019: pfs& mr received reporter information was added. Case become incident new event device vaginal hemorrhage, menorrhagia, depression, metal anguish, migration of essure device location of device endometrium uterine cavity, fatigue, migraines, dysmenorrhea (cramping). Severity added pelvic pain and concomitant drugs, medical history was added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.